Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately erratic. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 5:01am. The patient claimed that prior to testing she was experiencing symptoms of "feeling low, headache, sleepy, speech was not clear, upset stomach." The patient reportedly manages her diabetes with an unknown type of insulin and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She tested back to back within 20 minutes at approximately 5:01am and observed values of "2.9 mmol/l (52mg/dl) and 1.7 mmol/l (31 mg/dl)." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 12 mg/dl (0.67 mmol/l) or 15%. The patient stated a family member contacted the emergency medical services (ems) and the patient was then taken to the hospital. It is unknown if the patient was treated by the ems staff or if she was treated at the hospital. It is also unclear what treatment was provided and whether her blood glucose was checked on another device. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and the symptoms were consistent with her allegation of low results and actual results obtained on the subject meter. However, this complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria.